Event description:
It was reported that when using the bd pyxis¿ es server all machines were in critical override and were not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all machines were not communicating and on critical override. A technical support specialist (tss) found an unexpected reboot, and the site down query reflected the last xml update in alignment with scheduled site reboots. Although direct access to the server was not possible, the information technology team confirmed log-in and that all data synchronization related services were running. The interface showed central processing unit and memory usage at 96 and 93 percentage, and all drives had healthy free space. Further, the tss restarted the carefusion coordination engine (cce) and sql server management studio (ssms) services, review showed active admit discharge transfer (adt) and orders connections. The system functioned as intended after the technical support specialist troubleshot the device.